Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) 5.0 mg/ml at 0.5100 mg/day via an implantable pump for unknown indication for use. It was reported that the patient had 2 kidney stones, a 12mm and a 15mm kidney stone. Her urologist said the pump was in the way for future kidney stone removal due to being in the left side of back. Patient did not want pump removed, instead it was moved to left abdomen. During procedure to move pump placement, collet came apart into 2 pieces. The issue was resolved at the time of this report with patient's status "alive-no injury". The patient's weight and medical history were asked but made unknown. Additional information was received from the company representative via the healthcare provider (hcp) reporting that the surgical procedure to move pump for kidney stone removal was elective. Additionally, the future kidney stone removal was unrelated to a medtronic device and/or therapy. The cause of the kidney stones was reported as undetermined but "no concern for medtronic therapy".

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2022 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 01-jun-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.